Event description:
Customer reported issues with the insulin pump. Customer states that they received a button error alarm. The blood glucose reading is 190 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had a cracked display window corner and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.